Manufacturer narrative:
B5 event description updated b6 relevant tests updated b7 relevant history updated.

Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient presented to the hospital in an altered mental state. A diffuse embolic infarct was identified. Transesophageal echocardiogram and transthoracic echocardiogram revealed a large thrombus on the closure device. The patient was administered intravenous heparin and was transitioned from hydrea to eliquis. A hematology evaluation of the patient identified hypercoagulability which potentially contributed to the thrombus. The patient will be transferred to a long-term care facility. It was further reported when the patient presented with an altered mental state, the patient also exhibited no grip strength, an inability to swallow pills, and was non verbal. The diffuse embolic infarct was identified via magnetic resonance imaging (MRI). The device related thrombus had a pedunculated morphology.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. In september 2021, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In february 2023, the patient presented to the hospital in an altered mental state. A diffuse embolic infarct was identified. Transesophageal echocardiogram and transthoracic echocardiogram revealed a large thrombus on the closure device. The patient was administered intravenous heparin and was transitioned from hydrea to eliquis. A hematology evaluation of the patient identified hypercoagulability which potentially contributed to the thrombus. The patient will be transferred to a long-term care facility. It was further reported when the patient presented with an altered mental state, the patient also exhibited no grip strength, an inability to swallow pills, and was non verbal. The diffuse embolic infarct was identified via magnetic resonance imaging (MRI). The device related thrombus had a pedunculated morphology. It was further reported the patient died of unreported causes in (B)(6) 2023.

Manufacturer narrative:
A3a/a3b: information added.

Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient presented to the hospital in an altered mental state. A diffuse embolic infarct was identified. Transesophageal echocardiogram and transthoracic echocardiogram revealed a large thrombus on the closure device. The patient was administered intravenous heparin and was transitioned from hydrea to eliquis. A hematology evaluation of the patient identified hypercoagulability which potentially contributed to the thrombus. The patient will be transferred to a long-term care facility. It was further reported when the patient presented with an altered mental state, the patient also exhibited no grip strength, an inability to swallow pills, and was non verbal. The diffuse embolic infarct was identified via magnetic resonance imaging (MRI). The device related thrombus had a pedunculated morphology. It was further reported the patient died of unreported causes in may 2023.

Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient presented to the hospital in an altered mental state. A diffuse embolic infarct was identified. Transesophageal echocardiogram and transthoracic echocardiogram revealed a large thrombus on the closure device. The patient was administered intravenous heparin and was transitioned from hydrea to eliquis. A hematology evaluation of the patient identified hypercoagulability which potentially contributed to the thrombus. The patient will be transferred to a long-term care facility.